Event description:
Knee is deteriorating [knee arthropathy] she has difficulty sitting, getting up, walking, moving, and climbing stairs [movements reduced] it has deteriorated/ knee is aggravated and more stiff (tolerable) [arthralgia aggravated] knee is aggravated and more stiff (tolerable) [stiff knees] ([condition aggravated]) no effects at all/ but it did nothing [device ineffective] case narrative: initial information received on (B)(6) 2021 regarding an unsolicited valid serious case received from a consumer/non-hcp(non-healthcare professional) from canada. The case involves a 72-year-old female patient who had difficulty sitting, getting up, walking, moving, and climbing stairs, it has deteriorated/ knee is aggravated and more stiff (tolerable), knee is aggravated and more stiff (tolerable) and no effects at all/ but it did nothing and knee is deteriorating while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml) at a dose of 6 ml once (with an unknown batch number, route ) for osteoarthritis. On (B)(6) 2021, on the same day, patient was experienced it has deteriorated/ knee is aggravated and more stiff (tolerable) (arthralgia), (joint stiffness and condition aggravated). On the unknown date of 2021, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced she has difficulty sitting, getting up, walking, moving, and climbing stairs (hypokinesia) and no effects at all/ but it did nothing" (device ineffective). On the unknown date, after the unknown latency of hylan g-f 20, sodium hyaluronate, patient experienced knee was deteriorating (arthropathy) and she had to use a cane (disability). Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. Corrective treatment: not reported for all the events. Outcome: unknown for knee is deteriorating, no effects at all/ but it did nothing; not recovered for rest all the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6)2021 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 24-aug-2021 with summary code as no assessment possible. Additional information was received on 24-aug-2021 from healthcare professional. Global ptc number, ptc results formulation and strength were added. Text was amended accordingly. Additional information was received on (B)(6) 2021 from the from the non-healthcare professional. Additional event of knee is deteriorating added. Case initially processed as non-serious was updated to serious with the addition of the event of knee is deteriorating with the seriousness criteria of disability. Clinical course updated and text amended accordingly. Based on the information previously received, significant for device checkbox was marked for csd (B)(6) 2021.